Event description:
Customer reported that she experienced high blood glucose. Customer stated she received some no delivery alarms. Customer changed the infusion set but she does not want to insert the new set because it seems to be leaking; insulin kept dripping after she released the act button. During troubleshoot; customer was assisted on attaching a new infusion set and reservoir and prime. Customer stated insulin did not continue to drip after letting go of the act button. No error alarms found in the alarm history. Blood glucose value was 598 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.